Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the sheath of the introducer would not peel, the physician had to cut the introducer to remove it without displacing the lead. The lead was implanted. No patient complications have been reported as a result of this event.